Event description:
Patient, who was wearing his zoll lifevest, was found unresponsive in his car. Upon attempts to resuscitate, it was determined that the patient had been deceased for some time. Lifevest was firing. Zoll retrieved the lifevest and reviewed the rhythm strips. It indicated that the patient was in ventricular fibrillation and there was electrical noise in the recordings. The device did not shock him immediately, but eventually did after a couple of minutes.